Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a non-tortuous, moderately calcified lesion, exhibiting 85% stenosis located in the proximal-distal lad. The device was inspected with no issues. The lesion was pre-dilated using a 2.0 x 17 mm balloon. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. It was reported that an attempt was made to use the stent to treat the lad mid lesion with an overlap stent technique. The stent failed to cross the lesion, upon removal stent deformation was observed. The procedure was completed using another medtronic stent which was post dilated using a 3.0 x 13 mm nc balloon. The patient is reported to be alive with no injury. It is stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.

Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 21st distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. Slight bends are evident on the distal shaft of the device which are consistent with coiling of the device for return. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.